Event description:
It was reported during field servicing that customer biomed described increased incidences to replace the bottle side pressure sensors on the pump modules. The increase in repairs has allegedly occurred following a recent change to new tubing sets. This was generalized feedback, there was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.